Event description:
A pt in (B)(6) was undergoing cvvh with a prismaflex m100 set. A blood leak was found at the arterial male luer connector approximately 5 minutes after start of treatment. Treatment was discontinued and the blood in the extracorporeal circuit was returned to the pt. The pt was not symptomatic and required no medical intervention due to the event. Treatment was restarted 10 minutes later with a new prismaflex filter set.

Manufacturer narrative:
The review of the prismaflex m100 set device history record and complaint history files for the lot number # 14i2904g shows that there is no mfg non-conformity and no other complaint for this lot number. The prismaflex m100 set was not returned for investigation. Pictures of the involved arterial luer connector were provided. In the pictures, there is a crack at the arterial male luer connector.